Manufacturer narrative:
Device passed the displacement test and self test. No unexpected reset alarm anomalies noted. Device received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had reset alarm and battery compartment was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.